Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2023. . D4: medical device lot #: 22079486 . D4: medical device expiration date: 27-jul-2027. H4: device manufacture date: 27-jul-2022. H6: investigation summary one sample was received and tested by our quality team. The customer's complaint of separation was immediately noticed below the last maxguard connector that led to the male luer. This verified the complaint. The tubing that separated was analyzed under high power digital microscope and there was a lack of solvent applied. This is the root cause of the failure- insufficient solvent added to the tubing during the assembly of this portion of set. A device history record review for model mx9128 lot number 22079486 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd maxguard administration set with needleless y-site(s) the connection was separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer they are experiencing issues with extension sets separating.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxguard administration set with needleless y-site(s) the connection was separated. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer they are experiencing issues with extension sets separating.